Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed that the date range does not cover the complaint date due to continued customer use. No evidence of short battery life was found in the available date range. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were observed with the buttons. A rewind/load/prime sequence was executed without incidences. The electrical current draws were within specifications. No anomalies were found inside the pump. The reported power issue was not verified in the black box or duplicated in the investigation. Unrelated to the reported battery life issue, it was observed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life was less than expected. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.